Event description:
It was reported that the pump's usb port was damaged, resulting in difficulties charging the pump due to difficulty maintaining the charging cable's connection to the charger. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.